Manufacturer narrative:
There is no 510(k) for this device as it is eua. Eua (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd veritor ¿ sars-cov-2 & flu a+b additional lines were found on a test. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that there is a additional line on neg test. Customer problem: customer reports they ran a test of 256088 and it was negative on the analyzer however the customer visually detected an additional line near the flu+ mark. First report came from the sales rep. From bd. Call activity comment: issue product - additional lines on test cartridge.

Manufacturer narrative:
Additional information was provided. Customer was not alleging erroneous results they were asking about the negative control line.

Event description:
It was reported while using bd veritor ¿ sars-cov-2 & flu a+b additional lines were found on a test. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that there is a additional line on neg test. ¿ customer problem: customer reports they ran a test of 256088 and it was negative on the analyzer however the customer visually detected an additional line near the flu+ mark. First report came from the sales rep. From bd. Call activity comment: issue product - additional lines on test cartridge.

Manufacturer narrative:
It has been determined that MDR 1119779-2022-00745 was reported in error. Customer was not alleging erroneous results, but they were asking about the negative control line. This would not be a reportable event.

Event description:
It was reported while using bd veritor ¿ sars-cov-2 & flu a+b additional lines were found on a test. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that there is a additional line on neg test. Customer problem: customer reports they ran a test of 256088 and it was negative on the analyzer however the customer visually detected an additional line near the flu+ mark. First report came from the sales rep. From bd. Call activity comment: issue product - additional lines on test cartridge.